Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a pt, the device returned a "no shock advised" determination. Upon the second analysis, the device returned a "shock advised" determination for a heart rhythm that seemed similar to the first analysis. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.